Manufacturer narrative:
Correction : section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial and medical device model

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 5 was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer latch magnet inseparable was missed. A field service engineer replaced the latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.